Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump.

Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose (bg) level of 275-over 500 mg/dl. Customer gave a manual injection to address bg. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.